Manufacturer narrative:
The suspect device was returned to olympus. However, the evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when turning on the device, it sounded like multiple relays with clicking. In addition, it was reported that all the lights were on and no image was present. The problem, as reported to olympus, was identified during installation. This report is submitted due to the malfunction of "no image." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was unable to be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the event be reproduced. Olympus will continue to monitor field performance for this device.